Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that an unexpected stress applied to the head part from the user's improper handling potentially caused malfunction in the ccd (charged coupled device) unit, causing the endoscopic images to disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced camera head was returned to the service center. The evaluation confirmed the reported "zero picture" and the charged coupled device (ccd) unit was defective. Additionally, the cable was kinked. Intermittent lines/streaks would display when manipulated. The camera head was last repaired on (B)(6) 2019 (no problem found). The camera head was repaired back to standard specification and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use of a procedure, the high definition autoclavable camera head had zero picture. There were no other devices involved in the event. There were no delays in the procedure and the intended procedure was completed using another device. No patient injury or harm was reported. Additionally, there were no error codes displayed or alarms that occurred. The device was inspected prior to use with no abnormalities found.